Event description:
Pump declared alarm 20 during pumping, and no prior cartridge alarms were reported for this pump. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. However, attempts to load a new cartridge were unsuccessful, and the cartridge alarm recurred. Consequently, the customer was instructed to use multiple daily injections (mdi) as a backup therapy. Technical support assisted in arranging for a replacement pump, confirmed the shipping address, and provided instructions for returning the problematic pump, which the customer acknowledged and understood.